Event description:
It was reported that the patient experienced tachycardia. The right ventricular (rv) lead exhibited intermittent undersensing that did not appear to affect arrhythmia detection and chronically low r-waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.